Event description:
During a stenting procedure in a heavily calcified distal circumflex, leakage of the sds shaft occurred. Rotablation was first conducted, followed by pre-dilation and delivery of the cypher sds to the lesion. During inflation of the sds, the pressure stopped increasing at 12 atmospheres. The physician removed the sds and found the shaft to have a leak site. As the stent was almost totally deployed, post-dilation was conducted to successfully complete the procedure. There was no pt injury reported. The product has been returned for eval and testing; however, the engineering eval has not been completed. Additional info will be submitted within 30 days of receipt.

Manufacturer narrative:
This product is distributed outside of the united states, but is similar to us distributed stent delivery systems.